Manufacturer narrative:
The investigation of priming issue has been completed. Insufficient data logs were provided. The logs from when the pump and purge cassette were inserted were not available the data logs showed that purge failing to prime issue was resolved and elevated purge pressures were trending down. The root cause of the priming issue was not determined as no product was returned for analysis and insufficient data logs were provided. E.1 revised us state as it was previously reported incorrectly on the initial manufacturer device report number. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 codes 4627 and 4629 were reported on initial manufacturer device report number and were incorrect.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and it was observed that there was no purge fluid exiting. The line was de-aired and reconnected. However, the issue remained. The decision was made to explant and replace the impella 5.5 device, which was successfully completed. There was patient harm as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.